Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("inner coil was removed/ partial removal of a right essure device"), fallopian tube perforation ("perforation/probable tubal perforation of a essure sterilization device on the right side"), embedded device ("migration of essure device to uterus/ migration/outer coil was imbedded in the myometrium"), genital haemorrhage ("bleeding") and anaemia ("anemia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Concurrent conditions included hypercholesterolemia, adenomyosis, cyst, acute pancreatitis and acute gastritis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), oedema peripheral ("edema - feet"), migraine ("migraines lasting 3 days at a time"), acne ("acne"), menorrhagia ("heavy menses/ clots every 3 weeks/ heavy periods/ periods lasting 3 weeks"), vision blurred ("blurred vision"), feeling abnormal ("fog brain"), anaemia (seriousness criterion medically significant), vitamin d deficiency ("vitamin d deficiency"), haematuria ("hematuria"), abdominal distension ("distended abdomen"), dysgeusia ("metallic taste in mouth"), back pain ("lower back pain"), muscular weakness ("right leg weakness"), night sweats ("night sweats"), hot flush ("hot flashes"), increased tendency to bruise ("bruise easily"), adnexa uteri pain ("pain in ovaries"), fatigue ("extreme fatigue"), dyspnoea ("shortness of breath"), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain"), pain in extremity ("sensitive to touch on legs"), rash macular ("blotchy skin"), alopecia ("hair loss") and dental caries ("teeth 'dacay'"). The patient was treated with surgery (robotic-assisted total "laparscopic" hysterectomy, with bilateral salpingectomy with removal of essure) and iron infusions every year. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, genital haemorrhage, urinary tract disorder, pelvic pain, allergy to metals, oedema peripheral, migraine, acne, menorrhagia, vision blurred, feeling abnormal, anaemia, vitamin d deficiency, haematuria, abdominal distension, dysgeusia, back pain, muscular weakness, night sweats, hot flush, increased tendency to bruise, adnexa uteri pain, fatigue, dyspnoea, depression, anxiety, arthralgia, pain in extremity, rash macular, alopecia and dental caries outcome was unknown. The reporter considered abdominal distension, acne, adnexa uteri pain, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, dental caries, depression, device breakage, dysgeusia, dyspnoea, embedded device, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, haematuria, hot flush, increased tendency to bruise, menorrhagia, migraine, muscular weakness, night sweats, oedema peripheral, pain in extremity, pelvic pain, rash macular, urinary tract disorder, vision blurred and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: patent right fallopian tube with essure device in place as described. The device appears to be at least partially outside the right fallopian tube. Left essure device in place with successful occlusion of the left fallopian tube. Normal appearing endometrial cavity. On (B)(6) 2010: left tube was occluded and the right tube was patent. Ultrasound pelvis - on (B)(6) 2015: normal-size uterus with a heterogeneous pattern, raising the possibility of adenomyosis of the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, acne, vitamin b12 deficiency, anxiety, anemia, dysmenorrhea, migration. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, embedded device. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('inner coil was removed/ partial removal of a right essure device'), fallopian tube perforation ('perforation/probable tubal perforation of a essure sterilization device on the right side'), embedded device ('migration of essure device to uterus/ migration/outer coil was imbedded in the myometrium') and anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Concurrent conditions included hypercholesterolemia, adenomyosis uteri, genital labial cyst, acute pancreatitis and acute gastritis. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problems"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), oedema peripheral ("edema - feet"), migraine ("migraines lasting 3 days at a time"), acne ("acne"), menorrhagia ("heavy menses/ clots every 3 weeks/ heavy periods/ periods lasting 3 weeks / periods every 3 weeks"), vision blurred ("blurred vision"), feeling abnormal ("fog brain"), vitamin d deficiency ("vitamin d deficiency"), haematuria ("hematuria"), abdominal distension ("distended abdomen"), dysgeusia ("metallic taste in mouth"), back pain ("lower back pain"), muscular weakness ("right leg weakness"), night sweats ("night sweats"), hot flush ("hot flashes"), increased tendency to bruise ("bruise easily"), adnexa uteri pain ("pain in ovaries"), fatigue ("extreme fatigue"), dyspnoea ("shortness of breath"), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain"), pain in extremity ("sensitive to touch on legs"), rash macular ("blotchy skin"), alopecia ("hair loss / hair is falling out"), dental caries ("teeth dacay") and pain ("body aches"). The patient was treated with surgery (robotic-assisted total laparscopic hysterectomy, with bilateral salpingectomy with removal of essure) and iron infusions every year. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, genital haemorrhage, urinary tract disorder, pelvic pain, allergy to metals, oedema peripheral, migraine, acne, menorrhagia, vision blurred, feeling abnormal, anaemia, vitamin d deficiency, haematuria, abdominal distension, dysgeusia, back pain, muscular weakness, night sweats, hot flush, increased tendency to bruise, adnexa uteri pain, fatigue, dyspnoea, depression, anxiety, arthralgia, pain in extremity, rash macular, alopecia and dental caries outcome was unknown. The reporter considered abdominal distension, acne, adnexa uteri pain, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, dental caries, depression, device breakage, dysgeusia, dyspnoea, embedded device, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, haematuria, hot flush, increased tendency to bruise, menorrhagia, migraine, muscular weakness, night sweats, oedema peripheral, pain, pain in extremity, pelvic pain, rash macular, urinary tract disorder, vision blurred and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: patent right fallopian tube with essure device in place as described. The device appears to be at least partially outside the right fallopian tube. 2. Left essure device in place with successful occlusion of the left fallopian tube. 3. Normal appearing endometrial cavity.; on (B)(6) 2010: left tube was occluded and the right tube was patent. Ultrasound pelvis - on (B)(6) 2015: normal-size uterus with a heterogeneous pattern, raising the possibility of adenomyosis of the uterus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, acne, vitamin b12 deficiency, anxiety, anemia, dysmenorrhea, migration. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. On 22-jun-2020: no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('inner coil was removed/ partial removal of a right essure device'), fallopian tube perforation ('perforation/probable tubal perforation of a essure sterilization device on the right side'), embedded device ('migration of essure device to uterus/ migration/outer coil was imbedded in the myometrium') and anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Concurrent conditions included hypercholesterolemia, adenomyosis uteri, genital labial cyst, acute pancreatitis and acute gastritis. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problems"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), oedema peripheral ("edema - feet"), migraine ("migraines lasting 3 days at a time"), acne ("acne"), menorrhagia ("heavy menses/ clots every 3 weeks/ heavy periods/ periods lasting 3 weeks / periods every 3 weeks"), vision blurred ("blurred vision"), feeling abnormal ("fog brain"), vitamin d deficiency ("vitamin d deficiency"), haematuria ("hematuria"), abdominal distension ("distended abdomen"), dysgeusia ("metallic taste in mouth"), back pain ("lower back pain"), muscular weakness ("right leg weakness"), night sweats ("night sweats"), hot flush ("hot flashes"), increased tendency to bruise ("bruise easily"), adnexa uteri pain ("pain in ovaries"), fatigue ("extreme fatigue"), dyspnoea ("shortness of breath"), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain"), pain in extremity ("sensitive to touch on legs"), rash macular ("blotchy skin"), alopecia ("hair loss / hair is falling out"), dental caries ("teeth dacay") and pain ("body aches"). The patient was treated with surgery (robotic-assisted total laparscopic hysterectomy, with bilateral salpingectomy with removal of essure) and iron infusions every year. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, genital haemorrhage, urinary tract disorder, pelvic pain, allergy to metals, oedema peripheral, migraine, acne, menorrhagia, vision blurred, feeling abnormal, anaemia, vitamin d deficiency, haematuria, abdominal distension, dysgeusia, back pain, muscular weakness, night sweats, hot flush, increased tendency to bruise, adnexa uteri pain, fatigue, dyspnoea, depression, anxiety, arthralgia, pain in extremity, rash macular, alopecia and dental caries outcome was unknown. The reporter considered abdominal distension, acne, adnexa uteri pain, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, dental caries, depression, device breakage, dysgeusia, dyspnoea, embedded device, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, haematuria, hot flush, increased tendency to bruise, menorrhagia, migraine, muscular weakness, night sweats, oedema peripheral, pain, pain in extremity, pelvic pain, rash macular, urinary tract disorder, vision blurred and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: patent right fallopian tube with essure device in place as described. The device appears to be at least partially outside the right fallopian tube. 2. Left essure device in place with successful occlusion of the left fallopian tube. 3. Normal appearing endometrial cavity.; on (B)(6) 2010: left tube was occluded and the right tube was patent. Ultrasound pelvis - on (B)(6) 2015: normal-size uterus with a heterogeneous pattern, raising the possibility of adenomyosis of the uterus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, acne, vitamin b12 deficiency, anxiety, anemia, dysmenorrhea, migration. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event body aches was added. Onset date for event anemia was added as 2010. Event hair is falling out was clubbed with previously reported event hair loss and periods every 3 weeks was clubbed with event heavy menses/ clots every 3 weeks/ heavy periods/ periods lasting 3 weeks / periods every 3 weeks based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("inner coil was removed/ partial removal of a right essure device"), fallopian tube perforation ("perforation/probable tubal perforation of a essure sterilization device on the right side"), embedded device ("migration of essure device to uterus/ migration/outer coil was imbedded in the myometrium"), genital haemorrhage ("bleeding") and anaemia ("anemia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Concurrent conditions included hypercholesterolemia, adenomyosis uteri, genital labial cyst, acute pancreatitis and acute gastritis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("urinary problems"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), oedema peripheral ("edema - feet"), migraine ("migraines lasting 3 days at a time"), acne ("acne"), menorrhagia ("heavy menses/ clots every 3 weeks/ heavy periods/ periods lasting 3 weeks"), vision blurred ("blurred vision"), feeling abnormal ("fog brain"), anaemia (seriousness criterion medically significant), vitamin d deficiency ("vitamin d deficiency"), haematuria ("hematuria"), abdominal distension ("distended abdomen"), dysgeusia ("metallic taste in mouth"), back pain ("lower back pain"), muscular weakness ("right leg weakness"), night sweats ("night sweats"), hot flush ("hot flashes"), increased tendency to bruise ("bruise easily"), adnexa uteri pain ("pain in ovaries"), fatigue ("extreme fatigue"), dyspnoea ("shortness of breath"), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain"), pain in extremity ("sensitive to touch on legs"), rash macular ("blotchy skin"), alopecia ("hair loss") and dental caries ("teeth dacay"). The patient was treated with surgery (robotic-assisted total laparscopic hysterectomy, with bilateral salpingectomy with removal of essure) and iron infusions every year. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, genital haemorrhage, dysuria, pelvic pain, allergy to metals, oedema peripheral, migraine, acne, menorrhagia, vision blurred, feeling abnormal, anaemia, vitamin d deficiency, haematuria, abdominal distension, dysgeusia, back pain, muscular weakness, night sweats, hot flush, increased tendency to bruise, adnexa uteri pain, fatigue, dyspnoea, depression, anxiety, arthralgia, pain in extremity, rash macular, alopecia and dental caries outcome was unknown. The reporter considered abdominal distension, acne, adnexa uteri pain, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, dental caries, depression, device breakage, dysgeusia, dyspnoea, dysuria, embedded device, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, haematuria, hot flush, increased tendency to bruise, menorrhagia, migraine, muscular weakness, night sweats, oedema peripheral, pain in extremity, pelvic pain, rash macular, vision blurred and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: patent right fallopian tube with essure device in place as described. The device appears to be at least partially outside the right fallopian tube. 2. Left essure device in place with successful occlusion of the left fallopian tube. 3. Normal appearing endometrial cavity.; on (B)(6) 2010: left tube was occluded and the right tube was patent. Ultrasound pelvis - on (B)(6) 2015: normal-size uterus with a heterogeneous pattern, raising the possibility of adenomyosis of the uterus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, acne, vitamin b12 deficiency, anxiety, anemia, dysmenorrhea, migration. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.